Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports experiencing jaw pain and achiness and difficulty of chewing food during aligner treatment. Patient stated that jaw surgery is possible due to the damage by the aligners. Aligner treatment stopped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.